Event description:
It is reported the cup would not seat so the surgeon had to ream up and exchange for a cluster holed shell.

Manufacturer narrative:
Surgical notes and x-rays were not provided; it is unk if the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as bone quality, and relevant medical history are unk. Review of complaint history indicated no previous complaints for the reported part and lot number. A definitive root cause cannot be determined. Visual inspection of the returned continuum shell verified that the device was returned in good condition. Dimensional eval determined that the device met print specifications. Review of the device history records did not find any deviations or anomalies.